Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were clogged and had gel smearing. The following information was provided by the initial reporter: "material no. 367960; batch no. 0167239. It was reported that gel from the tube is getting into the beckman coulter dxc, gel is on the lid after centrifugation. Per email: what is bd¿s recommendations for centrifuging samples? Do you have recommendations regarding the temperature of the samples when centrifuged? Do you have information regarding increased temperature and what will happen to the gel? We are currently using the bd vacutainer pst gel and lithium heparin ref# 367960 3.0 ml lot # 0167239 expiry 2021-06-30. At one of our laboratories, gel from the primary tube is getting into the beckman coulter dxc (with a cap piercer). I have verified that the tubes are centrifuged at 4800 rpm (4173 rcf) for 5 minutes at room temperature. I have been told that at times the samples warm above room temperature caused by the heat generated from the centrifuge when it is used frequently in a short time span. Do you know if this will affect the gel? We have also found gel on the lid after centrifugation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel globule was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel globules/gel smearing were observed through visual inspection of empty retention tubes or after blood collection. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (gel smearing/globules) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided. A root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ pst" gel and lithium heparinn (lh) blood collection tubes were clogged and had gel smearing. The following information was provided by the initial reporter: "material no. 367960 , batch no. 0167239. It was reported that gel from the tube is getting into the beckman coulter dxc, gel is on the lid after centrifugation. Per email: what is bds recommendations for centrifuging samples? Do you have recommendations regarding the temperature of the samples when centrifuged? Do you have information regarding increased temperature and what will happen to the gel? We are currently using the bd vacutainer pst gel and lithium heparin ref# (B)(4) 3.0 ml lot # 0167239 expiry 2021-06-30. At one of our laboratories, gel from the primary tube is getting into the beckman coulter dxc (with a cap piercer). I have verified that the tubes are centrifuged at 4800 rpm (4173 rcf) for 5 minutes at room temperature. I have been told that at times the samples warm above room temperature caused by the heat generated from the centrifuge when it is used frequently in a short time span. Do you know if this will affect the gel? We have also found gel on the lid after centrifugation,"